Manufacturer narrative:
(B)(4)

Event description:
It was reported that one day after implant, the atrial lead was found to be dislodged. The lead was repositioned on (B)(6) 2016. The patient was fine post procedure.